Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy surgical procedure. The surgery center indicated the anterior chamber was lost and a vitrectomy procedure was required.

Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the year 2014. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.